Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, interference from a non-curonix device was ruled out as a potential cause. However, overstimulation was occurring due to the close proximity of device to nerve after the aggressive pat down. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to the implant as the tsa agent aggressively patted down the area (user error). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain. Unintended stimulation/new pain rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain rates will continue to be tracked and trended.

Event description:
The patient reported mild, random zapping sensations (not painful) that occurred on occasion several days into the trial. They traveled the day prior and reports tsa performed an aggressive "pat down" of area prior to this occurring. The patient was instructed to power off the device and meet with a local clinical representative. The transmitter settings were changed (decreased) and the sensation has not occurred again.